Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated his cgm was reading 50 mg/dl. No bg meter reading was taken at this time. The patient was feeling shaky, sweaty, and was ¿semi-conscious.¿ the patient¿s friend called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. At the ER, the patient¿s bg meter reading was 386 mg/dl. No cgm comparison was reported at this time. The patient was treated with an unspecified IV. He was discharged after approximately three hours once his bg level was stable. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e014302 decreased level of consciousness.